Event description:
It was reported that externalized conductors were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. (B)(6).